Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of exactamix 1000 ml eva tpn bags leaked. Additionally, the "majority of the leaks have been the seal; where the administration set would be attached and leaks along the top seal of the bags". The event occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 and h10 h4: the device was manufactured between 20jun2019 and 21jun2019 h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.